Event description:
It was reported that despite the pump being in use, the battery gauge displayed a 100 percent charge for 2 days, then rapidly depleted to 15 percent. Shortly thereafter, the pump shut down. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.